Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the discrepancy between sensor glucose and blood glucose. The customer reported blood glucose values of 30 mg/dl. The customer was treated with carb glucose intake and assisted with immediate family member. The event involved product(s) mmt-1884. Troubleshooting was performed, the customer has been using the insulin pump system within 48 hours of the reported event and the customer was used the auto mode feature. No further patient complications were reported. No product return is required for mmt-1884.

Manufacturer narrative:
Based on a medical safety review, including clinical expertise and carelink data, the hypoglycemia was most likley related to an sg vs. Bg discrepancy on 03-jan-2026. The pump delivered a 0.155u autocorrection 11 minutes prior, contributing to the event. The pump functioned as designed, and the rewind process was not a contributing factor. Carelink review showed ongoing sensor discrepancies and failed calibrations on 02¿03 jan 2026, requiring multiple replacements. A significant sg vs. Bg mismatch with autocorrection was noted. After several interventions, the final sensor calibrated successfully and remained in use. The applicable product labeling and risk management documentation were reviewed, and the primary harm of hypoglycemia and the hazard of inaccurate sg values are documented. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.